Manufacturer narrative:
Pump booted up properly once installing aa battery, no flashing medtronic logo was noted. The pump passed the displacement test, rewind test, prime/seating test, force sensor test, occlusion test, sleep current test, active current test, and self test. Pump passed the basic occlusion test at 4.5 lbs. Test p-cap and reservoir locked properly into the reservoir compartment. No pump error 63 alarms, and pump error 68, pump error 49, pump error 4, pump error 23 were noted during testing. All buttons were tested for their functionality and all passed. Successfully downloaded pump history files and traces using thump and carelink software. Successfully generated carelink reports. Pump alarmed a pump error 63 (variable #: 14) on the event date of 01/25/2024 at 07:30:53.000 due to a possible hardware failure. Pump alarmed a pump error 4 on the event date of 01/25/2024 at 07:30:52.000. Pump alarmed a pump error 68 on the event date of 01/25/2024 at 07:30:56.000. Pump alarmed a pump error 49 on the event date of 01/25/2024 at 07:30:56.000. Pump alarmed a pump error 23 on the event date of 01/25/2024 at 07:32:02.000. All three alarms were expected. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case and pillowing keypad overlay. Pump error 63 was confirmed in the pump history files and traces due to a hardware failure, problem isolated to the electronic assembly. Pump error 4 was confirmed in the pump history files and traces as a consequence of pump error 63. Pump error 68, pump error 49, pump error 23, flashing medtronic logo, audio/vibrate anomaly/absence of alarm, and keypad/button unresponsive/button error were not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump started to give alarms continuously, the pump was showing the medtronic logo on the screen, and buttons were not able to be pressed, the customer also reported pump error 4, pump error 23, pump error 49, pump error 63, pump error 68. Troubleshooting was not performed. It was unknown whether the issue was resolved. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it will be returned for analysis.